Event description:
It was reported that the patient presented with active electrical fault alarms. There were no issues with the driveline noted, the driveline was intact and had no cuts. The electrical fault alarms seemed to clear temporarily, and the patient was sent home. It was further reported that the patient was readmitted for reoccurring electrical fault alarms. Review of log files showed ventricular assist device (vad) high power with high watt alarms as well. The site permanently silenced the alarms and planned to perform an x-ray to investigate the issue internally. The vad and controller remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0 , model #: 1420, catalog #: 1420, expiration date: 31-jan-2022 , serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 08-jan-2021, labeled for single use: no, patient ime code(s): (B)(4).

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Log file analysis revealed 24 electrical fault alarms logged between 14:06:08 on 26-apr-2022 and 11:13:51 on 28-apr-2022 due to an open phase on the rear stator, resulting in single stator operation (front stator only). Additionally, multiple reactivation events were logged between 14:01:45 on 26-apr-2022 and 23:38:13 on 27-apr-2022, indicating an open phase on the rear stator. 25 high watt alarms were logged on 26-apr-2022 starting at 14:06:09 due to the increased power consumption required to run on a single stator. As a result, the reported event was confirmed. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarms, reactivation events, and subsequent high watt alarms can be attributed, but not limited, to a marginal driveline connection or contamination by foreign material of the driveline connector. Additional products: d4: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.